Event description:
This l v lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 in which it was reported that during threshold testing of lv lead had difficulty determining capture and had intermittent capture. The physician was dr. (B)(6) at (B)(6) university in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).